Event description:
It was reported that: "catheter is leaking connection point of the hub and catheter. The patient was described as stable."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "catheter is leaking connection point of the hub and catheter. The patient was described as stable."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.